Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 200-02-32 - three peg patella 32mm 1676022. 200-04-22 - cemented finned tib. Tra sz 2f/2t 1668955. 230-03-02 - optetrak asy,cr cemented femoral, sz 2, 1519636. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2010. Approximately 12 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 24 jan 2023. Diagnosis: failed right knee. There was instability, loosening and debonding. Femoral and tibial components were easily removed. Patella component had mild to moderate wear. Patient tolerated the procedure well and was transferred to the pacu in stable condition.